Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes determined to be episodes of undersensing possibly due to loss of contact were observed on the implantable cardiac monitor (icm). No intervention was planned. The physician believed the observation was due to the icm being recently implanted and that the undersensing would resolve with increased contact as part of patient healing. No undersensing had been seen since the date f the event. The patient was just being monitored and was doing well.

Event description:
New information received notes that false pause episodes possibly due to loss of contact were once more observed on the implantable cardiac monitor. No changes were made. The patient had no complaints before or after interrogation.